Event description:
The pt had a right total hip performed in 1999, since that time she has had problems with chronic dislocations. She was admitted to this facility for a revision of the right total hip. Intraoperatively the femoral head, shell and liner were removed and replaced.